Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set catheter bent on (B)(6) 2024. Infusion set was used for 2 days. The insertion site was at buttocks. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008189 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi)guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The reference samples for the lot 6008189 have already been previously tested. Test results: the reference samples were tested for air flow,10 samples out 10 samples passed the test. In the additional tests the samples were visually inspected for the tubing as per the test report. Device history record (DHR) review: the lot 6008189 was manufactured according to the wi version 12 manufactured in the line 6, on 17/jul/2024, with a total of (B)(4) units. Review of the DHR showed on inspection final is found one sample with tubing short, in extended inspection is acceptable. This is not related to the failure on the complaint. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 28/jan/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot 6008189 and no complaints have been registered in database for the same lot 6008189 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for retention samples is not related to this complaint, no non-conformance (nc) raised during production, only one complaint have been received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.